Manufacturer narrative:
The test strips involved with this complaint have been returned to lfs and evaluated by product analysis (pa) on (B)(4) 2013 with the following findings: on performance testing with control solution, an error 4 was observed with no assignable cause found. The meter involved in this complaint was also returned on (B)(4) 2013 however, evaluation of the meter has not yet been completed. Therefore no conclusions can be drawn at this time. If lifescan obtains additional information regarding this complaint, another follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 ¿ (6/16/2013). The patient¿s test strips have been returned and evaluated by lifescan product analysis on 5/16/2013 and 6/3/2013, respectively, with the following findings: the test strips involved with this complaint failed testing. When test strips were tested with control solution, error 4 was given. Cause was not identified. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 2 ¿ (07/11/2013). The patient¿s meter has been returned and evaluated by lifescan product analysis on 5/29. 2013 and 7/3/2013, respectively, with the following findings:the meter involved with this complaint failed testing. The meter was found to be unable to reproduce an error 3, 4, and 9 message. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the reporter contacted lifescan (B)(4), alleging error unknown. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.